Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the issue with powerled ii surgical light. As it was stated, the handle fell out. We decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet the manufacturers specification and contributed to the event. It is unknown if the device was being used for patient treatment at the time when the event occurred. Comparing the number of affected devices to install base, complaint ratio (B)(4) considered as low. Subject matter expert was not able to perform root cause evaluation, since despite our efforts, no details were received regarding this issue, from the market. Without necessary information¿s manufacturer was not able to conduct the technical investigation. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021, getinge became aware of the issue with powerled ii surgical light. As it was stated, the handle fell out. There was no patient involvement. We decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.